Event description:
Reportedly, when the device was being used for routine pt monitoring, power spontaneously shut off without warning. A backup device was made available and used. The pt was transported to the hosp without further incident.